Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb at the failure analysis center and verified the failure; however further component cause could not be determined.

Event description:
It was reported that the device would not complete a boot-up cycle. There was no patient use associated with the reported failure.